Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a device replacement because their device was at end of life. The patient noted that the stimulation helped in the past with their urinary incontinence and frequency and they wanted to replace their ins for a new one. There were no reported patient complications, and the patient was doing well after their procedure.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator underwent a device replacement because their device was at end of life. The patient noted that the stimulation helped in the past with their urinary incontinence and frequency and they wanted to replace their ins for a new one. There were no reported patient complications, and the patient was doing well after their procedure.